Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on anterior and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening o anterior and creases fold. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Patient reported "of visible grooves and dents, might be allergic to the device. In addition, physician has reported capsular contracture, baker grade unknown. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "visible grooves and dents, might be allergic to the device" and capsular contracture, baker grade unknown.

Event description:
Patient reported " of visible grooves and dents, might be allergic to the device. In addition, physician has reported capsular contracture, baker grade unknown. Device has been explanted. This relates to the right side.